Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 28mm amplatzer amulet was implanted using a 14f amulet delivery sheath. The patient had a trace pericardial effusion noted prior to the procedure (largest dimension 11 mm, circumferential), underwent an inferior and mid transseptal puncture, and was in sinus rhythm with a left atrial pressure of 13 mmhg at the time of the procedure. Heparin was administered with an activated clotting time (act) of 284, and the patient was on oral anticoagulation (oac). Sheath exchanges were performed in the left atrium, and a versacross wire was briefly placed in the left atrial appendage. Post-procedure, the patient developed shortness of breath and was found to have a collapsed lung in the right upper lobe; the patient remained hospitalized overnight and underwent a procedure to repair the collapsed lung on (B)(6) 2026, then was discharged on (B)(6) 2026. The patient presented to the emergency room on (B)(6) 2026 following a syncopal episode and was found to be in shock secondary to a large pericardial effusion with tamponade and likely hemopericardium; a pericardiocentesis was performed on (B)(6) 2026, and the patient was transferred to the cardiovascular ICU where they remain on pressors and are stable. The relationship of the pericardial effusion to the implanted abbott amulet device is uncertain given the complexity of the patient¿s recovery.